Manufacturer narrative:
The torque output of the returned torque limiting handle was tested. It was found to output torque above the specification limits. A review of the manufacturing records did not identify any issues which would have contributed to this event. The most probable root cause is attributed to excessive temperatures associated with steam sterilization.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, reference 3003853072-2016-00101 and 3003853072-2016-00102.

Event description:
It is reported two screwdrivers and a torque limiting handle broke during surgery. The broken parts were quickly removed from the patient and the surgery was completed using additional instruments. There was a ten (10) minute surgical delay.